Event description:
New information received on 18 nov 2019, indicates that the right atrial lead was not over-sensing noise. The lead was damaged during the right ventricular lead extraction, and was also explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14967. It was reported that the patient presented with a right atrial and right ventricular lead that were oversensing noise. The leads were explanted, and a new ventricular lead was implanted. The patient was stable before, during, and after the procedure.